Manufacturer narrative:
Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. Visual inspection and screening test of the returned device were performed following bwi procedures. Visual analysis revealed reddish material inside the pebax and a hole in the surface of the pebax. The force feature was tested and no errors were observed. The force values and the vector were observed within specifications. No force issues were observed. A manufacturing record evaluation was performed and no internal actions related to the reported complaint condition were identified. The reddish material inside the pebax could be related to the force issue reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this could not be conclusively determined. The instructions for use (IFU) of the carto 3 system contain the following recommendations: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter; the instruction for use of the device contain the following recommendations: zero the contact force reading following insertion of the catheter into the patient. The tip electrode and all four ring electrodes on the catheter tip must be outside of the sheath so that the force sensor is inside the body. Variations in the force reading at the same rate as the cardiac or respiration cycle may indicate contact with cardiac structures. When these markers indicate the catheter tip is not in contact, the reading can be zeroed. Do not scrub or twist the tip electrode because damage to the tip electrode bond may occur and loosen the tip electrode, or damage the contact force sensor and affect measurement accuracy. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool smarttouch sf for which biosense webster¿s product analysis lab (pal) identified a hole on the pebax. It was initially reported by the customer that the force reading kept rising once ablation was being performed. There was no patient consequence. The customer's reported force issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 19-sep-2024, the bwi pal revealed that a visual inspection of the returned device found a hole in the pebax and a reddish material inside the pebax. These findings were reviewed and assessed the issue of a ¿hole¿ in the pebax as an MDR reportable malfunction since the integrity of the device has been compromised.